Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Insulin pump received with stripped battery cap threads noted.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. Customer also mentioned the damage was on the battery compartment. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The customer was assisted with trouble shooting. The customer's pump will be returned.